Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. Medical intervention was not specified. No additional information can be requested at this time.the manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Evidence of sound abatement foam degradation/breakdown was observed. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. During the investigation technician observed 0 errors logged. A dust-like contaminant was observed on the top enclosure, rear panel, inside the inlet of the blower box, on the bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the rear panel and bottom enclosure. Pil can confirm the presence of a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 6805.2 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download.